Event description:
It was reported that the patient's device was not able to be interrogated. It was noted that the patient had not had an interrogation in about seven years. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.